Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure to treat a pelvic organ prolapse on an unknown date and had insertion of vaginal mesh. It was reported that the mesh subsequently dislodged from position and patient experienced symptoms of mesh erosion; vaginal discharge, bleeding, pain in buttocks and back, dyspareunia, inability to be intimate. It was also reported that the problems observed were prolapse, mesh erosion, bleeding, pain, mechanical problem.